Manufacturer narrative:
Concomitant medical devices: sedr01 ipg implanted: (B)(6) 2008.

Event description:
It was reported that the patient presented to the emergency room due to feeling unwell. Possible atrial undersensing was noted on the non-magnet atrial electrogram. There were atrial high rate episodes and episodes with electrograms that appeared to be possible artifact. It was noted that occasional atrial sensing was falling in refractory with non-conduction. The atrial lead remains in use. No further patient complications have been reported as a result of this event.